Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically in the middle part upon first inflation at 6 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery proximal. A 10mmx4.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured vertically in the middle part upon first inflation at 6 atmospheres within 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with a different device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was returned in wrapped state. A microscopic examination of the balloon material identified a 2mm hole in the balloon at the site of the proximal marker band. An examination of the markerbands identified no issues which could potentially have contributed to this complaint. All blades were intact within their pads and fully bonded to the balloon material. A visual and tactile examination identified no issues. A visual and tactile examination identified no issues. The tip of the device was visually and microscopically examined, and tip damage was noted. No other issues were identified during the product analysis.